Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the on off switch alarm is not working. Serial number is invalid and dealer has been made aware. The serial number provided shows this is a invacare bed unit. However dealer was unable to provide updated serial number for this (B)(6).